Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with two loose / broken fibers near the outer perimeter on the non cavity ID end of the dialyzer. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed within the dialysate and the machine alarmed. Blood strips were used twice and they tested negative. Estimated blood loss was 200-250 cc's. Patient had no adverse effects. Sample is available.